Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's oxygen blending module connection was not seated and fio2 sensor was faulty. The device's oxygen blending module connection was reseated and fio2 sensor assembly needs to replace to address the issue. The unit was scrapped.